Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to the inferior vena cava (ivc) filter is tilted medially at the superior end and it contacts the ivc wall. The ivc filter is tilted anteriorly at the inferior end and it contacts the ivc wall. All the struts of the ivc filter perforate the ivc up to 5mm. One anterior strut perforates the ivc wall 3mm and resides within the soft tissues. One medial strut perforates the ivc wall 4mm and contacts the aorta. One medial strut perforates the ivc wall 4mm and resides within the soft tissues. One posterior strut perforates the ivc wall 5mm and contacts the l3 vertebral body. Two lateral struts perforate the ivc wall 4mm and 5mm and resides within the soft tissues. There is one medial fractured strut and there are two posterior fractured struts. There are intraluminal linear densities compatible with chronic calcifications. There is severe narrowing of the ivc inferior to the ivc filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
Occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. As reported a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused the inferior vena cava (ivc) filter to be tilted medially at the superior end and tilted anteriorly at the inferior end. All the struts perforate the ivc up to 5mm. One anterior strut perforates the ivc wall 3mm and resides within the soft tissues. One medial strut perforates the ivc wall 4mm and contacts the aorta. One medial strut perforates the ivc wall 4mm and resides within the soft tissues. One posterior strut perforates the ivc wall 5mm and contacts the l3 vertebral body. Two lateral struts perforate the ivc wall 4mm and 5mm and reside within the soft tissues. There is one medial fractured strut and there are two posterior fractured struts. There are intraluminal linear densities compatible with chronic calcifications. There is severe narrowing of the ivc inferior to the ivc filter. The indication for the filter implant, procedural details and medical history of the patient have not been provided and there is currently no additional information available for review. The product remains implanted and unavailable for analysis, the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Chronic calcifications were reported. Stenosis, blood clots, clotting and occlusive thrombosis within the filter and/or vasculature do not represent a device malfunction. Stenosis is an abnormal narrowing of a vessel, typically caused by a collection of plaque buildup or chronic thrombus in the vessel wall and does not represent a device malfunction. Clinical factors that may have influenced the event include possible pre-existing comorbidities, pharmacological and vessel characteristics. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The IFU also states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. The timing and mechanism of the events has not been reported at this time and a clinical conclusion could not be determined as to the cause of the events. Without images available for review the reported events could not be confirmed or further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial report for this product.

Event description:
Additional information received per the medical records indicate that the patient presented with an acute pulmonary embolism with suspected pelvic deep vein thrombosis. The patient went into cardiac arrest in the emergency department and was resuscitated. The patient was at risk of further thromboembolic complications and was hemodynamically instable. The patient's left femoral vein was punctured and an intraoperative venogram was performed. There appeared to be an acute thrombus in the left common iliac vein. Subsequently this approach was abandoned. A second intraoperative venogram was performed that showed patency of the iliac vein on the right side as well as the vena cava. A bentson guidewire was then advanced into the upper inferior vena cava, followed by placement of an introducer sheath and a marking catheter. An intraoperative vena cavogram was done, demonstrating presence of both renal veins. The optease filter was then passed through the sheath and positioned at the l3 level below the renal veins, but above the bifurcation. The sheath was then removed and pressure was held. The patient tolerated the procedure well. Approximately twelve years and five months after the index procedure an abdominal computed tomography (CT) scan was done to evaluate the filter. The images reviewed one year later. Those results were previously provided. Additional information received per the patient profile form (ppf) states that the patient experienced fractured struts (one medical and one posterior), perforation of filter struts outside the inferior vena cava (ivc) and filter tilt. The patient became aware of the reported events approximately thirteen years and six months after the index procedure. The patient also experienced emotional distress.

Manufacturer narrative:
As reported a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused the filter to be tilted at the superior and at the inferior ends. All the struts perforate the inferior vena cava (ivc) up to 5mm. One anterior strut perforates 3mm and resides within the soft tissues. One medial strut perforates 4mm and contacts the aorta and another resides in the soft tissues. One posterior strut perforates 5mm and contacts the l3 vertebral body. Two lateral struts perforate 4mm and 5mm and reside in the soft tissues. There is one medial fractured strut and two posterior fractured struts. There are intraluminal linear densities compatible with chronic calcifications. There is severe narrowing of the ivc inferior to the filter. The indication for the filter implant, procedural details and medical history of the patient have not been provided. The patient subsequently reported becoming aware of fractured struts, perforation and filter tilt, approximately thirteen years and six months post implant. The patient also reported anxiety related to the filter. The product remains implanted and unavailable for analysis, the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Stenosis, blood clots, clotting and occlusive thrombosis within the filter and/or vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include possible pre-existing comorbidities, pharmacological and vessel characteristics. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The IFU also states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Without images available for review the reported events could not be confirmed or further clarified. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.